Manufacturer narrative:
Summary of evaluation: evaluation results indicate that thte cause of this event was an error in design. Corrective actions have been implemented.

Event description:
Gamma target device is broken. This event did not occur during a surgical procedure.